Event description:
Pt feels suspect device not functioning properly resulted in a missed dose of insulin. This resulted in the pt feeling ill and seeking medical attention. Pt had been testing blood glucose on suspect device and on 10/26/98 blood glucose was 311 mg/dl. Pt does not give date as to when medical attention was sought. At dr's office blood glucose was 1267 mg/dl, pt was rushed to hosp where she rec'd an insulin drip. She spent two days in intensive care unit and one day in recovery. Pt was using expired strips to test blood glucose.